Manufacturer narrative:
Due to character restrictions in block e1 event site name full name is (B)(6) med ctr. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a system over temperature. Patient was stable and no harm or injury reported, no issues during the reboot or changing or the console.

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11, g1 ( contact person ¿ mfg site ) corrected field : g2 it was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the cardiosave displayed a system over temperature alarm. The cardiosave console was replaced and no issue was reproduced during the reboot or changing of the console.

Event description:
N/a